Event description:
It was reported that a decrease in sensing was observed. Patient has a history of tachy episodes due to hyperthyroidism. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.